Event description:
It was reported that, after a thr surgery had been performed on an unknown date the patient experienced an unspecified problem. This adverse event was solved/treated by a revision surgery on (B)(6) 2025, in which an unknown polarstem was revised. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The complaint sample was not returned for investigation. No product evaluation could be performed. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The production documentation could not be reviewed as no lot number was communicated. Due to limited information, it is not possible to conduct a review of historical complaints. Insufficient information was made available to determine the revision of the IFU applicable to the device at the time of manufacturing. However, a review of the current IFU (lit. No. 81114321 rev. A) lists several ¿potential adverse device effect¿ from a hip arthroplasty. Due to insufficient information it is not possible to perform a review of past corrective actions. Based on the available information and the performed investigation, the reported failure mode could not be confirmed, and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. The root cause of the reported event remains therefore undetermined. This investigation is considered closed. The need for further actions is not indicated due to the limited information provided. Should the device or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor this device for similar issues.